Event description:
It was reported that a patient underwent a sling procedure for stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue post-operatively. She underwent a mesh revision/removal procedure on (B)(6) 2011. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2009 and concurrent partial hysterectomy was performed. The patient underwent bilateral salpingo-oophorectomy, lysis of adhesions and biopsy of bladder peritoneum mass during mesh removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy/cystoscopy. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent pelviscopy on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.